Event description:
It was reported the intraocular lens was removed and replaced 3 months after initial implant. Reason stated was patient's refractive surprise.

Manufacturer narrative:
The lens has not yet been received for analysis. A review of the manufacturer's implant database shows the original implant of 22.5 diopters was replaced with a 19.5 diopter lens of the same model suggesting this event was not caused by the lens. The lens met all manufacturing specifications prior to release. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.